Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level between 300 mg/dl to 400 mg/dl. The user addressed bg level with a bolus via the pump. Reportedly, the contact believes the bg level was due to insulin going "bad" and that this has occurred twice in the past few years. The contact declined troubleshooting. The contact reported that the user was currently undergoing treatment for other unspecified medical issues.